Event description:
Boston scientific received information that this epicardial lead may have caused or contributed to perforation of the patient in an unspecificed location as of this date. The local area sales representative was contacted for more information but none is available to date.

Manufacturer narrative:
Available information suggests that this epicardial lead remains actively in service. As new information becomes available, this report will be further evaluated and updated.